Event description:
It was reported that the glue on the inner seal stuck to the foam. It was reported, the surgeon would not use the implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.